Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that she is experiencing high blood glucose due to a bent cannula. Customer reported that the insulin pump did not alarm the no delivery issue. Customer's blood glucose at the time of the incident ranged from 74 to 360 mg/dl. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.